Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one instrument grip has a .120 x .075 piece broken off at the tip. The tip fractured at the root of one of the teeth and the outer surface of the grip exhibits light scratches.

Event description:
It was reported that during a da vinci s gynecological procedure a piece of the 5mm maryland dissector instrument tip broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.